Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.0.1. A manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14, h3) the software analysis found that no failure was found. The logs were reviewed. One application session available for incident reported date. User found to import two patient datasets on this date and one of them failed with below error. As indicated in the log, import failed with the error ¿detail: key (sopinstanceuid)=(.0) already exists.¿ which indicated that a patient exam already existed on the system with same sopinstanceuid and different series uid. Issue could be replicated on local system by importing two exams having same sop instance uid and different series uid and logs reported the same error as above. It was observed from logs that patient names/mrn were used in korean language also and another exam already existed on the system leading to import failure. If it was same sopinstanceuid <(>&<)> same series ID, stealth would import the exam and rename it(eg: CT-x or mr-x and so). Recommend to cross check the patient names and series/study ID before import operations. There was no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that during a demo, sometimes, the patient data couldn't download on the system. There was no patient involvement. Additional information received indicated that the issue occurred during a demo.

Manufacturer narrative:
G2) correction: the following statement should have been included on the initial regulatory report submitted for this event (#: (B)(6): "g2: foreign country: south korea." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.